Event description:
Customer reported that a patient presented with a wound dehiscence with evisceration seven days following abdominal hysterectomy. The patient was returned to surgery for repair. The surgeon reports that the suture tore through the tissue and did not break.

Manufacturer narrative:
Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.